Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having trouble getting her reservoir filled. Customer stated that she had a lot of air bubbles that were in the reservoir. Customer stated that she had insulin pump for 3 weeks and she was not doing well. Customer removed everything and primed it with too much air. Customer stated that every time she would try to give herself some insulin, she put the insulin in the reservoir and stated that the bubbles started coming out. Customer's blood glucose was 310 mg/dl. Customer stated that there were tiny little bubbles and the pump was not rewound with a reservoir in place. Customer was filling the reservoir and advised to tap out the bubbles.